Event description:
The customer reported that the alarm has no power. There was no patient injury reported. Evaluation of the product by posey shows that the alarm did power on and the battery door had damage.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm did power on. There is damage to the battery door. Alarm has 2 second delay when tested with the sensor function. No delay for the magnet function. (B) (4).